Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened express button dome switch. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 220 mg/dl. Customer stated that the device is clipped to his pocket and may have been pushed while he was working. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.